Event description:
It was reported that an erbe system; argon plasma coagulator (apc) model apc with an electrosurgical generator model vio 300 d (part number 10140-000) was used in a colonoscopy to treat artiovenous malformations (avms) in the right colon/cecum. The settings for the erbe apc/esu system were apc pulsed, effect 2 at 20 watts with a 1.0 liter/minute argon gas flow rate. The next day the patient had abdominal distention but a CT scan was negative for free air (i.e., no perforation was detected). Subsequently, another CT scan was performed because the patient had abdominal pain. The second scan revealed free-air and free fluid in the right colon. An exploratory laparoscopy was performed to resection the colon. However, the patient later developed sepsis and expired.

Manufacturer narrative:
The apc/esu system was thoroughly inspected/tested at the medical center. A technical safety check was performed on each unit. This included an electrical safety check, a function check of each of the equipment's features and a power output check. Also, the gas flow rates were measured and found to be within their acceptable ranges for the apc. All features were/are functioning properly within specifications on both devices. In addition, no anomalies were found in the device history records (dhrs) for the apc and esu. In conclusion, no erbe equipment problem was found that would have caused or attributed to the event. Based upon past reports, it appears that the patient's age, health, and condition of having avms in the right colon/cecum were significant factors in the incident. The patient was in very poor health with multiple chronic diseases such as renal failure, diabetes, hypertension, and anemia. Therefore, due to anemia/bleeding, argon plasma coagulation was used to treat the avms. However, upon treatment in the thin walled area (i.e. The cecum), the remaining wall was not sufficient to remain intact. Even though the perforation was repaired via re-sectioning, with the patient's poor health, she succumbed to an infection. Nonetheless, no conclusive determination could be made as to the cause of the event. The involved medical personnel are being made aware of the findings. To further address the issue, additional in-service work was performed with the medical staff at the hospital on 11/20/09. Erbe USA, inc. Is now closing the file on this event.